Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a trial procedure on (B)(6) 2019 was abandoned as the physician was not able to get the needle into the epidural space.